Event description:
During procedure it was noted that the medline accu-sorb x-ray detectable gauze sponge's fibers were not securely woven. Sponge removed due to concerns for retained foreign body. No harm to patient.